Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 410 and 225 mg/dl. Customer¿s current blood glucose value is 238 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the pump. The customer also states they received failed battery alarm. Troubleshooting was done for high blood glucose and failed battery. The customer the pump did not alarm battery failed alarm. The insulin pump will not be returned for analysis.